Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 4 unspecified bd angiocath¿ IV catheters leaked at the connection site during use. The following information was provided by the initial reporter: "I had four different occasions in the past two weeks where these IV's were leaking at the entry point. Two were in q3 and two were on floor patients. The IV themselves were fine and it appeared to be an issue at the level of the angiocatheter entering the hub... 3 out of the 4 had to be removed and replaced despite still running normally. We only left the fourth one in because after 5 attempts we could not get another IV."